Manufacturer narrative:
Insulin pump had moisture damage was found on keypad traces. No button error alarm noted during testing. All button functioned properly. Insulin pump was received with minor scratched display window, cracked case at display window corners, cracked on reservoir tube lip, cracked reservoir tube near reservoir tube window, cracked on battery tube threads and missing end cap sticker.

Event description:
It was reported that the customer had high blood glucose levels of 308 mg/dl. The customer reported a button error alarm from the insulin pump. The customer also reported changing the battery of the insulin pump to no avail. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.